Event description:
It was reported that this right ventricular (rv) lead dislodged one day after implant as a result of several attempts to extend the helix mechanism. Subsequently, this rv lead was surgically removed the following day. A different rv lead of the same model was implanted. The explanted rv lead will not be returned, disposed of at facility, besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.